Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console had an s3 alarm. The s3 alarm reoccurred during the startup of the console. The alarm persisted and the console would returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor, serial number (B)(6), was returned for evaluation due to the reported event of an s3: system fault alarm. The cause of the reported event correlated to an issue with the console and has been addressed via the console¿s investigation. The returned motor was functionally tested at the european distribution center and performed as intended throughout all testing. Preventive maintenance was performed, and the serviced and tested motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was not correlated to an issue with the motor. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.